Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant albp albumin bcp results for 3 patient samples on cobas 8000 c 702 module. For patient 1 the initial albp result was 13 g/dl and the repeat result was 26.8 g/dl. For patient 2 the initial albp result was 17 g/dl and the repeat result was 42.9 g/dl. For patient 3 the initial albp result was 20 g/dl and the repeat result was 34.5 g/dl. The repeat testing was performed on a different instrument. The specific instrument was not provided. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The qc was in range. The albp reagent lot number was 322964. The expiration date was asked for but not provided. The initial investigation identified multiple abnormal aspiration errors for the sample probes in the provided alarm trace data. The field service engineer found the rinse station had failed and replaced the tubing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.